Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing the cartridge and the infusion set site, the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took manual injections to address bg level. During troubleshooting with tandem technical support, an air bubble was noted between the luer lock and the cartridge. The customer did not have an additional infusion set available at the time of the call and indicated that the infusion set site would be changed.